Event description:
Patient was revised to address patella malpositioning, which was causing dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
Update rec'd 04/22/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient fell while in rehab dislocating his patella. The patient underwent a wide lateral release to address the dislocation. No components were removed at the time. Two weeks later the patient's patella dislocated again, therefore the patient was revised. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 05/13/2016.

Manufacturer narrative:
Additional narrative: review of patient radiographs confirmed lateral dislocation of the patella. Review of the patient medical records found the patient fell while in rehab dislocating his patella. The patient underwent a wide lateral release to address the dislocation. No components were removed at the time. Two weeks later, the patient's patella dislocated again, therefore the patient was revised. Upon revision it was noted the femoral component was in a neutral rotation, so it was elected to revise the femur and put it in more external rotation. At this time there is insufficient information to determine if the femur was malpositioned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: review of patient radiographs confirmed lateral dislocation of the patella. Review of the patient medical records found the patient fell while in rehab dislocating his patella. The patient underwent a wide lateral release to address the dislocation. No components were removed at the time. Two weeks later, the patient's patella dislocated again, therefore, the patient was revised. Upon revision it was noted the femoral component was in a neutral rotation, so it was elected to revise the femur and put it in more external rotation. At this time there is insufficient information to determine if the femur was malpositioned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.